Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported a flickering display. There was no patient involvement. The customer evaluated the device and could not confirm the reported problem. The customer reported that there is now nothing wrong with the unit and the ventilator is back in service.